Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main enhanced full height drawer 5 failed due to the faulty drawer slides. A field service engineer replaced both the drawer slides to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the full height drawer 5 failed frequently. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.